Event description:
It was reported that during follow up, noise was observed on the stored egms. Interrogation revealed the device was classifying the noise as vf events. Device was found to be at normal eri and was explanted and replaced. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.